Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the medium-large clip applier instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have one severely bent grip. A clip cannot be properly loaded on the grips. The grips do not show cracking damage. Components adjacent to this severely bent grip do not show damage.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument would not close tight enough to engage the clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the issue occurred while the surgeon was attempting to clamp. There was nothing noted out of the ordinary when inspecting the instrument. Once they noticed the issue, they opted for a backup to complete the case without any further issues. No impact to the patient such as injury or other effects. No fragment fell into the patient as no fragments were missing from the instrument. The only issue was the clipping issue with the clip applier.